Event description:
On (B) (6) 2010, pt reported he switched to his backup infusion device due to an e4 (occlusion) error on his infusion device. Pt reported the e4 occurred during use earlier in the day. Pt stated he did troubleshooting on his own since he was not at home. Pt reported he disconnected from the infusion headset and tried to prime with the infusion tubing only; e4 occurred. Pt stated, he did not try to prime with the insulin cartridge only; did not have a new cartridge or insulin with him. Pt reported he noticed his blood glucose was increasing with a reading of 363 mg/dl; self treated with a manual injection of 12 units of insulin. Pt's normal blood glucose range is 100-200 mg/dl. Pt stated once at home, he changed to a new infusion set and new insulin cartridge; still occluding with infusion tubing only. Pt reported he changed to his backup infusion device with the new insulin cartridge, new infusion tubing, and new headset; has not had an occlusion in several hours. Pt stated his elevated reading was due to the occlusion and stress from a flat tire this morning. On call back from pt on (B) (6) 2010, pt reported he switched back to the primary infusion device using the new products; new products have solved the problem. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.